Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400 mg/dl) and insulin injections were administered to address bg. Customer alleged bg cannot be managed via the pump and can only be managed through manual insulin injections. Pump system check was performed in the past and customer declined to upload pump data for tandem technical support (cts) to review. Reportedly, customer used the cartridge for a week and used fiasp insulin. Cts informed customer as per labeling, cartridge was to be changed every 48-72 hours and only humalog/novolog have been tested for use with the pump. Customer declined to continue to discuss the cartridge labeling. Customer reverted to using an alternate pump for insulin therapy.